Manufacturer narrative:
(B)(4). Unit was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, and self tests due to critical pump error (open book image) alarm. The insulin pump was received with label damage, cracked case corner of belt clip rails, cracked battery tube threads. Unit p-cap, test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack from the top going to the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.